Manufacturer narrative:
Concomitant product: 3ml bd syringe; therapy date (B)(6) 2016. The customer¿s report of a channel disconnect message was confirmed. The pcu event log showed that at 5:50 pm on (B)(6) 2016 channel d syringe module s/n (B)(4) experienced a channel disconnect . The device was re-added and the previous infusion of morphine running at 0.06ml/hr was restored. At 7:01 pm, the device was disconnected again and re-added one minute later, and the morphine infusion was restored. At 12:33 am on (B)(6) 2016, the device was channeled off. Between 1:11 am and 4:19 am, the log shows the device was removed four times and then re-added each time within one minute. The device event log shows the removals were due to loss of power. During testing, channel disconnects were observed between the pcu and returned syringe module s/n (B)(4) when the devices were manipulated while an infusion was in progress. Inspection of these devices found all iui connectors to have signs of fluid ingress and corrosion. The root cause of a channel disconnect message was identified as dirty/corroded iui connectors. The placement of the devices could not be definitively determined from the event log so it is not possible to determine whether channel c syringe module s/n (B)(4) (which was not returned for evaluation) was a contributing factor. Device not received.

Event description:
The customer reported that an ICU patient's morphine syringe pump had an error message that read "syringe disconnected." Four modules were attached to the system but only the module with morphine was running, the other three modules were not in use. There was no effect on the patient from this event.